Manufacturer narrative:
This report filed may 16, 2014.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced coil retention issues and intermittency of sound subsequent to a magnet removal/replacement for an MRI. The issue could not be resolved leading to the decision to explant the device. The device was explanted on (B)(6) 2014; during the same surgery the patient was reimplanted with a new device.